Manufacturer narrative:
G4:20nov2020, b4:25nov2020 . The device was reported to be in clinical use at the time the reported issue was discovered and it was reported patient was removed from the ventilator and placed on an alternate ventilator; however, there was no reported patient or user harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18nov2020.

Event description:
It was reported to philips the unit's touchscreen was insensitive. The international field service engineer (fse) performed visual inspection of touchscreen failure and confirmed the reported issue. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The fse replaced the touchscreen to resolve the reported issue.